Event description:
Literature: anonymous. Proceedings of the 154th meeting of the society of british neurological surgeons: dublin, ireland, october 2009. Br j neurosurg. 2009; 23(5):468-490. Khan, a.a., birks-agnew, I., mcgilloway, e., bullock, p. & ruhton, d. (2009). Long term outcome of intrathecal baclofen pump implantation in patients with advanced multiple sclerosis [abstract]. Summary: the aim of this study was to review the long term outcome in a group of 40 severely disabled patients with multiple sclerosis who underwent intrathecal baclofen (itb) pump implant and treatment between 1996 and 2007. Reportable event: one pump was replaced due to flipping (pump rotation) causing non-delivery of baclofen. No patient symptoms or outcome was reported. See literature report with MFR report # 3007566237201000780.

Manufacturer narrative:
(B) (4).